Event description:
Clinical study. It was reported that during a carotid artery stenting treatment procedure, the patient experienced a transient ischemic attack (tia). The 95% stenosed target lesion was 4.4mm in vessel diameter and 10mm long portion of the right ostium internal carotid artery. The target lesion was treated with the placement of a filterwire ez device and a carotid wallstent. Following post dilation, there was 10% residual stenosis. It was noted that following deployment of the carotid wallstent, the patient had difficulties with speech and facial droop on the left side. The patient was alert, occasionally falling asleep and complaining of a right-sided headache. The patient was later sent to the intensive care unit (ICU) for evaluation and treatment where unspecified medication was administered. Neurology was consulted and concluded the patient's symptoms were consistent with acute stroke. A CT of head was suggestive of increase in the cortial sulcal pattern. Small vessel disease, ecstatic basilar artery, no obvious acute stroking noting that the contrast from the peri and postoperative angiogram. The event was unresolved.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.